Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify failed battery test, low battery, no delivery alarms or a/e alarm anomaly due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky, sometimes had to be pressed buttons twice, e error code. The customer's blood glucose value was unknown. The customer reported that the insulin pump had unexplained no delivery alerts, rejected new battery, polarized effect on screen with different types of lightning, diminished battery life. The insulin pump will not be returned for analysis.